Event description:
The customer reported that the system loses good fluoro image when c is moved to a lateral position. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the issue. He rotated the c and image quality stayed consistent. He checked the continuity of the high voltage cable assembly and found no indication of issues. The system was monitored for 11 days and there was no reoccurrence of the issue. The system works as intended.